Event description:
The md attempted arteriotomy closure with the perclose a-t (the closer ak) 6 fr. Device following an interventional procedure. A femoral angiogram was performed and confirmed that the arterial access was in the common femoral artery. It was reported that the md did not encounter any resistance when inserting the sheath of the device into the arteriotomy over a guide wire. After removing the guide wire, the md encountered difficulty when trying to further advance the device reporting "it does not feel right". The patient began complaining of right groin pain, therefore the md removed the device. As the guide wire was being advanced through the device and into the iliac artery, resistance was met. Under fluoroscopy, it was noted that the wire was coiling on the side of the artery and could not be advanced. The wire and device were removed and manual compression was held. When the drape was removed, a hematoma was noted above the right hip area. It was reported that the patient was receiving reopro, which was stopped, and heparin, which was reversed with an unspecified medication. After hemostasis and closure were achieved, the patient was taken to radiology for a cat scan. The cat scan revealed a right anterior pelvic wall hematoma extending from the right groin to the iliac crest measuring 16 cc in length. A vascular surgeon was consulted, but decided against surgery. It was reported that no additional intervention was needed and the patient was discharged home from the hospital in 10/2002. There is no report of further adverse patient sequelae.